Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that his son¿s insulin pump was not functioning. Customer stated that the screen was blank and will not turn on even with fresh batteries. Customer¿s current blood glucose was not given. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be return for analysis.

Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display.